Manufacturer narrative:
Concomitant medical products: ddmb1d1 crt-d implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection and cultures were taken. No further patient complications have been reported as a result of this event.